Event description:
Related manufacturer reference number 1627487-2023-04192. It was reported one of the patient's leads had migrated and one of the patient's leads had fractured. As such, the existing leads were explanted and replaced to address the issues. The investigation did not determine which lead had fractured or which lead had migrated.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.